Manufacturer narrative:
In the previous cases regarding the blade: the course of the damages pointed to the fact that the insertion of the blades into the screw heads were not deep enough and therefore, a correct connection were not achieved. Subsequently, the blades slipped out of the screw heads during the application and caused the damages on the wings of the blades. In the instruction for use (IFU), it is recommended that: "when loading the screw, align the cross-pin screwdriver blade to the cross-pin screw head. Keep the screwdriver perpendicular to the screw head and apply some moderate downward pressure, an audible "click" should be heard." Based on statistical eval no indication was found for any device related issue. Possible root causes (according to the design risk analysis) are: fatigue over lifetime (e.g. Deformation, etc.), articles not intended for this procedure are used (articles from other manufacturers or articles from other stryker systems), incorrect user handling (no axial alignment, blade was not entered deep enough in the screw head). Deformation of screw due to multiple pick-ups.

Event description:
It was reported by the cmf sales rep of stryker france that the following alleged event occurred: "on the 3rd september, when the screwdriver was inserted in the screws head in order to be tighten, the screwdriver blade jumped/did not jam. This damaged the screws head consequently." It was further reported that the screws are not available for investigation as they are implanted.